Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("essure placed 2 years patient has experienced pelvic pain related since then.") In a female patient who had essure inserted for female sterilisation. The patient had a medical history of fatigue, bloating, pelvic pain female, parity 4 and multi gravida. In 2017, the patient had essure inserted. At an unknown time, she experienced pelvic pain (seriousness criteria medically important and intervention required). The patient was treated with surgery (hysteroscopy,dilation and curettage, laparoscopic bilateral salpingectomies). At the time of the report, the outcome of the event was unknown. Essure was removed on (B)(6) 2019. The reporter considered pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.238 kg/sqm. [Pathology test] (date unknown): surgical pathology report: clinical history: encounter for sterilization. Right lower quadrant pain. Pre-operative diaqnosis encounter for sterilization. Right lower quadrant pain. Post-operative diaqnosis hysteroscapy /d c. Laparoscopic salpingo-oophorectomy. Specimen(s) received: a: endometrial curettings, b: right fallopian tube with essure, c: left fallopian tubewith essure. Final pathologic diagnosis: a. Edometrial curettings: fragments of secretory endometrium corresponding to 21 to 23 day of 28 day long menstrual cycle. B. Right fallopian tube: fallopian tube with patent lumen and unremarkable fimbria. C. Left fallopian tube: fallopian tube with patent lumen and unremarkable fimbria. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 31 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of fatigue, bloating, pelvic pain female, parity 4 and multi gravida. In 2017, the patient had essure inserted. On (B)(6) 2019, she experienced pelvic pain (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (hysteroscopy, dilation and curettage, laparoscopic bilateral salpingectomies). At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.238 kg/sqm. [Pathology test] (date unknown): surgical pathology report: clinical history: encounter for sterilization. Right lower quadrant pain. Pre-operative diaqnosis encounter for sterilization. Right lower quadrant pain. Post-operative diaqnosis hysteroscapy /d c. Laparoscopic salpingo-oophorectomy. Specimen(s) received: a: endometrial curettings b: right fallopian tube with essure. C: left fallopian tubewith essure. Final pathologic diagnosis: a. Edometrial curettings: fragments of secretory endometrium corresponding to 21 to 23 day of 28 day long menstrual cycle. B. Right fallopian tube: fallopian tube with patent lumen and unremarkable fimbria. C. Left fallopian tube: fallopian tube with patent lumen and unremarkable fimbria. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.